Event description:
On (B)(6) 2022, the physician was using the catheter to measure the airways. One of the large sizing wings from the catheter came off while inside the patient. The sizing wing was extracted and the procedure continued with a different catheter.